Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that ra thresholds had also risen and that the previously reported high ra thresholds that were high since implant were normal for the patient. No action was taken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that further reprogramming was performed for the high ra thresholds.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds. Pulse width was adjusted to maintain an adequate safety margin and the lead remains in use. It was also reported that the right atrial (ra) lead had exhibited high thresholds since implant. The pulse width was extended to cover the safety margin and the lead remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.